Event description:
A customer contacted magellan technical service (ts) to report that they had received "error 138" and "test failed" messages when attempting to use their leadcare® ii analyzer, serial#: (B)(6), (catalog#: 70-6760). Ts assisted the customer with troubleshooting via phone consultation; however, the issues could not be resolved over the phone. The customer was provided with a replacement leadcare® ii analyzer and a return material authorization (RMA) to return their analyzer to magellan for evaluation. Returned analyzer serial#: (B)(6) with the original an ac adapter labeled with "leadcare" were received by magellan on 09-aug-2024 and evaluated. A visual examination noted that the ac adapter was damaged in such a way that wires were exposed due to a cut or tear in the outer protective sheath. There was evidence of an attempt to close or cover the damaged cord using painter's tape (not electrical tape). Although this damage occurred while the device was in the customer's possession, it potentially could have caused injury to a user due to the exposed wires (electric shock). Magellan conducted testing for the reported power on self test (post) error, "error 138", by attempting to power on the suspect analyzer using the damaged ac adapter that was returned by the customer, and subsequently by using batteries. Power on was toggled no less than 9 times in an attempt to reproduce the post error; however, no errors occurred during testing. Review of the analyzer event log showed several prior "error 138" occurrences thereby confirming the customer's complaint of "error 138". The reporter stated that no injury or harm had resulted from this product problem. However, magellan diagnostics is reporting this incident under the medwatch program in an abundance of caution as the malfunction could have contributed to an injury.

Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.